Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: during surgery, the physician got a slight burn on the hand while using our clickline instruments in conjunction with monopolar current. The customer uses our handle 33121 in combination with the monopolar cable (B)(6) from erbe medizintechnik. When the cable is plugged in, it does not close tightly, leaving a small gap. The injury occurred during spray coagulation, which requires a relatively high voltage. Cross reference MDR: 9610617-2025-01486. 9610617-2025-01498. 9610617-2025-01499.